Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) via a patient with an implantable neurostimulator (ins) for non-malignant pain. The rep met the patient for their yearly check-up and ran an impedance check. The rep noticed that electrodes 2, 3, and 5 were over 10,000 ohms/out of range. It was unknown when the issue occurred. The rep was not aware of any environmental/external/patient factors that may have led or contributed to the issue. The patient did have a recent gallbladder surgery and mentioned that they could not feel any change in their therapy. The rep reprogrammed the therapy to not use the affected electrodes. The issue was resolved and the patient was noted to be alive with no injury. There were no patient symptoms reported and no complications reported.